Manufacturer narrative:
Analysis was performed by a field service engineer which included communication with the customer as well as functional testing of the device. The fse was not able to reproduce the issue of no sound; however, the customer indicated that they had rebooted the pc, which resolved the issue. The results of the analysis were unable to reproduce the issue of no sound or confirm the cause of the issue. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was unable to be determined. The issue was resolved by rebooting the pc. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the alarm banner worked but the were no sound at pic ix. The device was in use on a patient at time of event, there was no adverse event reported.

Event description:
Philips received a complaint on a patient information center ix indicating that there was no sound. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.